Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system recorded low out of range pacing impedance on the right ventricular (rv) lead over the last months. The pacing impedance was noted to decrease since the last in-clinic interrogation in (B)(6) 2021, however, the shock impedance remains stable since implant. Reportedly, there is no noise observed in the recorded episodes. In addition, the right atrial (ra) lead was abandoned in the past and the ICD reprogrammed. Further review of the device data was requested. Upon technical services (ts) review of the device data, troubleshooting suggestions were provided to determine the cause of the low out of range pacing impedance of the rv lead, as well as investigate the patient history to find any correlation with the change in the pacing impedance trends. In addition, it was discussed that the ra lead conductor has been likely broken for some time as the pacing impedance shows consistently high out of range pacing impedance. The ICD system remains in service. No adverse patient effects.